Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and severly calcified iliac vessel. A 6.0 x 40 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis. The balloon was unfolded which indicated it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning 2mm distal of the distal markerband and extending proximally over the balloon material for approximately 24mm. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and severely calcified iliac vessel. A 6.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.